Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it no longer pumped up. In a clinical evaluation, troubleshooting actions were performed, but the issues persisted; therefore, a revision surgery was performed. During the procedure, fluid loss and material wear were noted; the source of the fluid loss was not identified. The entire device was removed and replaced. Surgery results were good and patient is set to fully recover.